Manufacturer narrative:
It was reported that the tm-500 device migrated following implantation and the patient experienced pain. A revision surgery was performed on (B)(6) 2017 to remove the device. The device was not returned and no images or x-ray images were provided. The lot no. Of the device was not provided, so the manufacturing history could not be reviewed. Based on the information available, the failure cannot be confirmed. Should additional information be obtained to further this investigation, this report may be updated.

Manufacturer narrative:
Investigation in process.

Event description:
It was reported that the patient was revised due to migration of the tm 500 implant.